Event description:
The clinician reports that the day the implant was placed in fdi 46, failure occurred upon insertion. Primary stability not achieved. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.